Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, received data transmission indicated intermittent loss of capture, every other r waves is dropped due to managed ventricular pacing (mvp) mode and noticed some rise in threshold after the implant. Diagnostic testing/troubleshooting was performed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient experienced pre-syncope. Received data transmission indicated intermittent loss of capture, and some rise in threshold after the implant. It was also reported, every other r wave dropped due to managed ventricular pacing (mvp) mode. Diagnostic testing/troubleshooting was performed. The rv lead was explanted and replaced. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned. Visual inspection found an outer insulation cuts, and a large amount of blood ingress on the proximal conductor. According to the finding and the anomalies described in the event and due to the length of time of the implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at the time of the implant procedure. The outer insulation breach is likely the cause for the electrical complaints. If information is provided in the future, a supplemental report will be issued.